Event description:
Drager received an ufr in which it was stated that the device posted an alarm during use indicating a failure in the ambient pressure measurement and shut itself off in the following. There was no detail in the report which would reasonably suggest that health consequences for the patient may have resulted from the event.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local drager s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Drager derives the following: the device is equipped with a pressure sensor for measurement of the atmospheric pressure; the readings are used for calibration of other measurement functions such as airway pressure, fio2 or gas flow. The IFU clearly describes the device behavior and the required operator response when ambient pressure measurement fails - the accuracy of the readings for the aforementioned values may be impaired, and if the incorrect values are tolerable and the limit for the "airway pressure high" alarm is set accordingly, ventilation can be continued. In any case, the device will not respond with a shut-down upon a failure of the ambient pressure measurement. Either there was a second fault condition that triggered the shutdown or the user's report is incorrect in this detail this conflict cannot be removed due to lack of relevant information. A reliable conclusion in regard to the root cause for the reported observation could not be found. It is recommended to the hospital to have the device checked and - if necessary - repaired by trained service personnel.